Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual: visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. The balloon passively deflated in under 3 minutes with no cuffing or leaks noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed neither a risk review nor labeling review is required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the water was difficult to remove from the foley catheter during the pretest. When attempting to drain water after injecting sterile distilled water during a pretest, the water could not be removed well, and the balloon became asymmetrical shape. There were many problems at the same facility, and it is was a problem. Per mail received from ibc on 04jul2023, stated that water could not be removed well. The balloon became asymmetrical shape because the water remained in the middle. Per mail received from ibc on 05jul2023, stated that the many complaints at the same facility referred to all the other complaints that had been already recorded in the past . It did not meant that there were new complaints with unknown details.

Event description:
It was reported that the water was difficult to remove from the foley catheter during the pretest. When attempting to drain water after injecting sterile distilled water during a pretest, the water could not be removed well, and the balloon became asymmetrical shape. There were many problems at the same facility, and it is was a problem. Per mail received from ibc on 04jul2023, stated that water could not be removed well. The balloon became asymmetrical shape because the water remained in the middle. Per mail received from ibc on 05jul2023, stated that the many complaints at the same facility referred to all the other complaints that had been already recorded in the past. It did not meant that there were new complaints with unknown details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.